Event description:
The pt's mom was alleging that the pump suddenly lost power "one hour ago." She claimed there were no alarms, but beeped before shutting down. The pt stated that the battery cap is intact and there are no cracks on the pump. The pump regained power after she replaced the battery and after she had hit the pump on the side of her hand. The pump was replaced. The pt's blood glucose reportedly was elevated in the high 300's mg/dl, but was asymptomatic and was negative for ketones. There were no reports of medical intervention. The pump did not cause or contribute to an adverse event since the pt's reported injury is not life threatening. However, this complaint is being reported due to the reported power loss.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.